Event description:
It was reported that during a breast biopsy procedure, the marker was not placed even though the release button was pushed as usual. The doctor heard the clicking sound. When the tip of the device was checked, it was found that the marker was not deployed. The doctor commented that he had greater difficulty in pushing the release button than usual. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Missing marker guide, detached marker sleeve. Evaluation summary: the analysis results of the c1535 found that it was received with the marker guide and with the marker sleeve detached and missing. The firing mechanism was evaluated and it performed as intended. However, it could not be determined what may have caused the finding. Complaint was escalated to the applicable franchise CAPA council for review, further investigation determination, and decision on additional action required. Refer to the applicable franchise CAPA council meeting minutes for additional information. The batch record was reviewed and no anomalies were noted during the manufacturing process.